Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 400 mg/dl while wearing the pod between 4 and 24 hours. After realizing elevated bg levels, patient's mother reported that pink slide had not moved forward as intended; this indicates a needle mechanism failure occurred. As treatment, a manual injection of insulin was delivered and a new pod was applied.